Event description:
Two pts treated in turbinate reduction procedures using a coblator ii sys and an reflex ultra ptr plasmawand with integrated cable were reported as requiring treatment at an emergency room for post operative bleeding 3 to 5 weeks following the original procedures. Nasal packing was administered to stop the bleeding. These two events were reported in medwatch reports: 2951580-2011-00053, 00054, 00055, 00056.

Manufacturer narrative:
The controller has been rec'd for investigation. A f/u report will be provided with the results of the investigation once it is completed.